Event description:
It was reported that during a laparoscopic gastric bypass procedure, on the second to last firing of the device. This was the 7th firing or so on the gastro jejunum transaction the surgeon noticed that one side of the cut line the staples did not form at the middle of the line, the center part is where the staples did not form. The surgeon noticed blood oozing from the staple line and controlled the bleeding with suture. The patient did not receive a blood transfusion. The same device was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: on what tissue type was the device used? At what location on the tissue? Gastro jejunum resection. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? Unknown. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? 7th or so. What color cartridge was being used? White. What other color cartridges were used before and after this event? White. Was buttressing material utilized? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? Unknown. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? No. The analysis found that one device was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as no malformed staples were noted during functional testing. The joint cover was noted to be torn; there is no evidence that there is any portion of the joint cover missing. It is possible that the device was attended to be pulled out from a trocar in the articulated position, resulting in the edge of the trocar damaging the joint cover. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications. The batch record was reviewed and no anomalies were noted during the manufacturing process. A surgical photograph of the stapleline was returned for ees to review; ees field quality engineer provided the following summary: "the photograph was enlarged in an attempt to enhance visualization, however, enlargement only decreased the visual clarity providing no additional visual evidence of staple formation. The photograph shows what appears to be an open section, approximately middle third of the staple line being closed by manual suturing. Two staple crowns can be seen on the lower middle portion of the staple line. The photographic angle and clarity does not provide visualization of the staple form. Based on the photographic evidence provided I was unable to make any determination or provide any possible cause to the complication, hence no conclusion could be drawn."